Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving a therapy. The arrhythmia was initially diagnosed as a supraventricular tachycardia and during the episode there was undersensing on the atrial lead, which was diagnosed as vt. The patient received inappropriate antitachycardia pacing and inappropriate therapy. The patient is stable. It was noted that the patient had stopped taking their medication triggering svt episode. Patient will be brought into the clinic at a later time for programming changes.